Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: there were contamination and or arrears in the big packaging quantity of 10. The single packaging was in good order.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Hwc: additional code. The device shows wear and tear and scratches on the surface. Three broken off screw head parts are stuck in to the threaded head part of the plate. The device was produced and distribute in october 2010. Three broken off screw heads parts are stuck in to the threaded head part of the plate. The relevant dimensions of the plate cannot be verified anymore. It is possible that the breakage due to a mechanical overload situation. Due to the condition of the device we are not able to present a final manufacturing conclusion.

Event description:
This is 1 of 1 report for complaint (B)(4).